Manufacturer narrative:
(B)(4). The non-covidien service provider checked the compressor and found the safety valve of accumulator tank was releasing pressure. The service provider cross-checked the safety valve of accumulator tank with working unit and found it faulty and will need to be replaced.

Event description:
It was reported that during testing there was no shut down of the ventilator, only the compressor was creating noise.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 shut down automatic. Patient involvement is unknown.